Event description:
The customer reported falsely elevated sodium results for 2 samples whiling running on the alinity c processing module. The following data was provided: sample ID (B)(6): initial result = 164.1 mmol/l; repeat result = 173.3 mmol/l. Rerun on another analyzer (ac01485) = 141.5 and 140.9 mmol/l. Sample ID (B)(6): initial result = 190 mmol/l; repeat result = 138.1 mmol/l. Rerun on another analyzer (ac01485) = 137.4 mmol/l. The customer¿s reference range for sodium is 136-145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1: patient identifier: (B)(6) and (B)(6) (2 completely different patients). All available patient information was included. Additional patient details are not available. E1: postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). The complaint investigation for falsely elevated sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Customer service support (css) requested the customer to do the following troubleshooting on the alinity c processing module, serial number (B)(6): replace ict diluent; replace the ict probe; calibrate r1 and sample probes. Recalibrate the ict module (na, cl and k); rerun level 1 and level 3 controls x 10. After the troubleshooting was performed, no further issues were observed on the instrument. A review of complaint tickets by lot number 03565un23 for the ict diluent was completed and found no increase in complaint activity. The review of tracking and trending of the ict sample diluent (ln 07p53) identified no related trends for the issue. A review of data history records did not identify any non-conformances or deviations related to the current complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6)and the ict sample diluent, lot number 03565un23.

Event description:
The customer reported falsely elevated sodium results for 2 samples whiling running on the alinity c processing module. The following data was provided: sample ID (B)(6): initial result = 164.1 mmol/l; repeat result = 173.3 mmol/l rerun on another analyzer ((B)(6)) = 141.5 and 140.9 mmol/l sample ID (B)(6): initial result = 190 mmol/l; repeat result = 138.1 mmol/l rerun on another analyzer ((B)(6)) = 137.4 mmol/l the customer¿s reference range for sodium is 136-145 mmol/l. There was no impact to patient management reported.